Manufacturer narrative:
It was reported that the patient has pain. A procedure is planned to perform a washout. A revision surgery may be required. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has pain. A procedure is planned to perform a washout. A revision surgery may be required.